Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 272 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.